Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited high out-of-range (oor) shock lead impedance measurement greater than 200 ohms which was detected via the remote monitoring system; however, recent reading wasn¿t posted. Boston scientific technical services (ts) discussed 24 hour time daily measurement post and indicated that the vector was set to triad and shock impedance had been trending in 70¿s. The patient was brought for isometrics and no noise and change in shock impedance were observed. The patient reported feeling light headed after the office check. Ts recommended further assessment including commanded shocks and chest x-ray. The patient was scheduled for follow-up. Additional information was received indicating that the physician observed elevated impedance seven months post implant of the device which appeared to be a proximal coil issue. Nothing was verified on x-ray however it was reported that the rv lead was fractured. A revision procedure was performed wherein the rv lead was surgically abandoned and replaced, thus the lead is not expected to be returned. However, the device remains in service. No additional adverse patient effects were reported.